Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the pump powered up to display the "verify" screen according to normal operations. The black box revealed multiple 054 errors, alarms and warnings which had occurred following a battery change. The battery compartment was observed to be intact with no cracks and no evidence of moisture contamination inside the battery compartment or underside of the battery cap. The battery cap was able to be fully tightened and the battery cap measurements were within specifications. The pump was exercised for 24 hours and there was no power loss or battery related warnings observed during testing. The pump case was removed and there was no evidence of moisture contamination observed inside the pump. The battery terminal contacts were visually inspected and there was no evidence of intermittent contact. The initial complaint of an "intermittent power" condition was unable to be duplicated during testing.